Event description:
Facility emergency medical technicians connected the device to a patient through a cable modified to accommodate another manufacturers defibrillation electrodes. Reportedly, the device continuously prompted connect electrodes and an analysis of patient ECG could not be performed as a result. The patient was not resuscitated. The reporter could not determine whether patient outcome was related to the reported event.